Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient was being scheduled for a lead revision.

Event description:
Additional information has been received. Surgical intervention has not yet occurred. The patient has been referred to neurosurgery for a paddle, and is scheduled for a surgical consult.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2024, product type: lead: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator (ins) and external equipment. Pt was escalated throughout call because they were told to call and get all new equipment by their rep. Pt insisted they already did troubleshooting and just wanted replacement equipment. The reason for call was patient stated they have had nothing but issues with the device from the get go. Patient said they have made numerous trips to meet with their representative to reprogram and go over everything, but nothing works and they keep spending more and more to meet with the rep. Patient service specialist asked, patient said they had impedance issues which was one of the reasons they tried reprogramming several times and representative was able to get patient on a couple different programs, but the intensity levels had to be high and kept showing 'settings not available' message. Patient stated they were not getting the pain relief; pain hadn't changed. Patient also said it was very difficult to get a hassle-free charge and that they constantly had to keep moving the placement numerous times and sometimes they couldn't get the ins to cha rge. Patient mentioned that charging took a very long time, for instance, the other night it took 2 hours to charge the implant. Patient then mentioned that when they tried turning on the stimulator, the controller didn't recognize it and when it did recognize it, the patient couldn't change the intensity level because they were having impedance issues. Agent reviewed that would have to be addressed by the rep, but pt was escalated and did not want to keep meeting with the rep due to the expense while they were out of work and disabled. Patient confirmed that the controller battery would rapidly deplete when not in use, and that the implant battery would not sustain a proper charge, the implant would run out and sometimes the patient could not even get the implant charged before they had to recharge the controller to finish charging the implant; patient said this was almost impossible to get a hassle-free charging session at this point. Patient noted that they were disabled and couldn't work, so they had no income to drive, and they had made multiple trips because of this, and rep had done everything under the sun for troubleshooting, but no success. An email was sent to the repair department to replace the recharger and controller and li battery pack. Agent again reiterated the issues with programming will not be effected by replacement equipment; pt plans to work again with rep after equipment is replaced. Pt mentioned this was their 6th surgery, and they recently had x-rays to confirm their leads were properly anchored. Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated that there were high impedances, greater than 40,000. They attempted to program on other lead, not able to get coverage of patients area of pain. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Rep replied to email and stated please see previous report. Patient was told to call patient services after rep checked out her equipment, not because of high impedance but because the blue tooth of her controller would not connect properly, and once I could get it to connect, it would quit charging on its own. I did all the necessary checks and told her, then she had complaints about a rude patient services rep.